Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the pt received the recall letter from her surgeon. The pt reports that she began having a constant pain in the right hip area, thigh and lower back approx one week ago. The pt will contact her surgeon to schedule an eval.